Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: d-evprop2329us, serial/lot #: unknown, ubd: unknown, UDI#: unknown, product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that at the end of the implant procedure of this transcatheter bioprosthetic valve, an access site rupture was reported. A surgical graft was placed. Atrio-ventricular (av) block was also reported. Following the valve implant procedure, an electrocardiogram (ECG) showed complete atrio-ventricular (av) block. A permanent pacemaker was implanted one day following the valve implant. Five days following the valve implant, an ECG showed that the complete avb remained. The discharge summary reported a hematoma, which resulted in anemia. Two units of blood was transfused as a result. No additional adverse patient effects were reported.